Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, unintentionally, heart team did not perform valve alignment properly, and went too far past the marker on the balloon. Fcs suggested removing the 23mm commander delivery system with the crimped valve into the balloon and preparing a new kit. Unfortunately, before this effort, the valve came off the nose cone. The heart team removed the delivery system. Vascular surgery was consulted and the decision was made to do a cutdown to remove the valve and repair of the right iliofemoral vessel with covered stents and a graft. After successful repair, a new kit was prepared and the valve was successfully implanted. Per the fcs, there was no damage to the devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and correction from a product investigation and the field clinical specialist. The following section of this report has been corrected: device code (from 1528 to 1584). The complaint for valve dislodged off balloon was unable to be confirmed. In this case, there was no allegation on a device malfunction contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''heart team did not perform valve alignment properly, and went too far past the marker on the balloon. I suggested that we remove the 23mm commander delivery system with the crimped valve into the balloon and prepare a new kit. Unfortunately, before this effort, the valve came off the nose cone. The heart team removed the delivery system. Vascular surgery was consulted and the decision was made to do a cutdown to remove the valve and repair of the right iliofemoral vessel with covered stents and a graft. Per additional follow up: the ds was removed without difficulty, the valve was not on the ds when removed.'' 3mensio revealed the presence of calcification in patient's aorta. In this case, it is possible that the valve was initially misaligned too far beyond the distal valve alignment marker as it could have interacted with the calcified aorta and created a restricted pathway, contributing thv resistance during withdrawal through sheath. As a result, the valve was dislodged off the balloon and a surgical cut down was performed to remove the dislodged valve that remained in patient. As such, available information suggests that patient factors (calcification) and/or procedural factors (valve misalignment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
Per additional information from the fcs, "the ds was removed without difficulty, the valve was not on the ds when removed. The vascular surgeons removed the crimped valve."